Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving lioresal with concentration 2000 mcg/ml at a dose rate of 299.4 mcg/day via an implantable pump for cerebral palsy and intractable spasticity. It was reported that the patient had been admitted to a hospital for observation. It was further indicated that as per the patient&#62688;mother, the patient exhibited signs of withdrawal, tightness in his leg, and was delirious. Regarding any environmental/external/patient factors that may have led or contributed to the issue, it was noted that the pump was previously replaced on (B)(6) 2016. The pump was interrogated at facility the morning of (B)(6) 2016 and no motor stalls were seen; the reservoir volume was at 19.4 ml. No further actions were taken at this time. It was unknown if the issue was resolved as of (B)(6) 2016. The patient was without injury regarding their status as of (B)(6) 2016. No surgical intervention occurred nor was surgical intervention planned. The drug lot number of lioresal intrathecal as well as other medications (oral, etc.) The patient was receiving at the time of the event were unable to be obtained. The patient&#62688;medical history included cerebral palsy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.